Manufacturer narrative:
Engineering analysis: no units were returned for evaluation. Connecting two patient tubes from the same drain to two different sections of the chest cavity (pleural and pericardial spaces) without suction, will result in transfer of air from one space to the other (boyles' law) and would not be effective in removing air from either section. A lack of suction resulted in equilibrium establishing itself between the two spaces and air entering the pericardium. If the unit was used under suction, the air would have been effectively removed from both sections. The instructions for use provide the following in the set-up instructions: "turn suction source on - increase suction source vacuum to - 80mmhg or higher. Suction regulator is preset to -20cmh2o. Adjust as required." The complaint ratio for this failure mode is 0.001. Will continue to monitor. Associated mdrs: 1219977-2015-00213, 1219977-2015-00215, 1219977-2015-00216.

Event description:
Report stated that physician used a dual chest drain with atmospheric pressure after open heart surgery (coronary artery bypass graft or valve replacement). He connected the tubing to the pericardium and mediastinum. A patient developed pneumomediastinum after the surgery. This was found by the chest x-ray on the first day of surgery in the intensive care unit (ICU).

Manufacturer narrative:
We are in the process of performing the investigation and will submit the follow-up report once the evaluation is completed. Related MDR's: 1219977-2015-00213, 1219977-2015-00215, 1219977-2015-00216.